Manufacturer narrative:
The pod was evaluated for damage and/or defects related to MFR. None were noted. The cannula was inspected a kink was found. The reservoir was filled with colored water and the ratchet rotated 180 degrees. Colored water from the reservoir was observed exiting the distal tip of the cannula. This demonstrated the pod was not occluded internally. The customer stated in the case notes that a kink was found in the cannula upon removal of the pod from the skin and that insulin was running down her son's arm. It appears that the cannula pulled out during use which caused the kink, but this could not be determined conclusively. The insulin indicates that the device was functioning and pumping insulin. The product user guide instructs the user to "check infusion site frequently for proper cannula placement" it also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issue.

Event description:
Caller states that sons b/g rose from 120's to 400 in a few hours. Caller removed pod and noticed that the cannula was kinked and that insulin was running down her sons arm. Caller activated a new pod. No further info reported. The device will be returned for eval.